Manufacturer narrative:
Batch review performed on 26 february 2024. Lot 183704: (B)(4) items manufactured and released on 10-sep-2018. Expiration date: 2023-08-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 4 years 4 months after the primary, the patient came in reporting pain due to a loose glenoid component. The cause of the loose glenoid component is unknown. The surgeon revised the glenoid, glenosphere, metaphysis and liner. The surgery was completed successfully.